Event description:
It was reported that a lead was implanted in the right ventricle and at end of case, the lead had moved. The helix was unable to be retracted after multiple attempts and therefore lead was removed and replaced. After lead removal, it was noted that tissue was in the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.